Event description:
It was reported by the customer that an anti-fog agent was not applied to the scope lens. Although it is unknown if any chemicals were used during the procedure, the nurse reported that if any water-based lubricant was used, it would be endoglide. It is also unknown if there was damage to the distal cover observed after it was retrieved from the patient¿s body. However, after attaching the distal cover to the scope, it was confirmed that device was not damaged. The distal cover was pulled/twisted to ensure it did not detach from the scope. Also, the distal cover was pushed firmly until the hook of the distal ring was fully visible within the distal cover opening.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the actual product has not been returned, a reproduction check was performed using a representative device (maj-2315/lot: h2831) according to the procedure in the instruction manual, but the indicated phenomenon was not reproduced. During the development stage, quality evaluations were conducted using mass production prototypes, and it was verified that "the distal cover does not come off from the endoscope during use." The parts supplier conducts sampling inspections of 3 parts for each production lot and confirms that the parts conform to the specifications each time. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the distal cover likely detached from the scope easily due to the following: 1. The distal cover overlapped the hook on the tip of the endoscope, and it is likely that the device did not completely get over the hook on the tip of the endoscope. As a result, the attachment was insufficient, and the distal cover easily detached from the scope. The event can be detected/prevented by following the instructions for use (IFU) which state: "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿ "detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 9.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." "Attaching the distal cover - please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation.¿ this supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. A correction was also made to h6 from the initial medwatch. Code "4114" has been corrected to code "4115." Also, additional information has been added to b5. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. This report has been submitted by the importer under MDR report number 2429304-2024-00011.

Event description:
User facility reported during a endoscopic retrograde cholangiopancreatography procedure the distal end cover on evis exera iii duodenovideoscope fell off into the patient. There was a 20 minute delay due to adjusting the scope to forward view and retrieving the distal tip cover. The procedure was completed and the distal cover was retrieved with model gif h190. There was no harm associated to the patient. This medwatch requires 2 reports. The related patient identifiers are as follows: (B)(6) represents evis exera iii duodenovideoscope. (B)(6) represents the single use distal cover. This medwatch represents patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number. Since the lot number is unknown at this time, the UDI is either (B)(4) or (B)(4) depending on the lot number used. This report has been submitted by the importer under this MDR report number 2429304-2024-00011-1.